Event description:
It was reported that during a stenting treatment procedure, catheter withdrawal difficulties occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 19mm in length, de-novo target lesion was located in the non-tortuous, moderately calcified, 9mm in diameter left subclavian artery. The lesion was pre-dilated resulting in 70% residual stenosis. This 9.0x30x135 cm express vascular ld stent was selected for treatment, advanced through a non-bsc 8f 80cm long sheath, and deployed in the lesion successfully at 8atm for 20 seconds. The balloon of the stent delivery system (sds) did not rewrap around the shaft correctly upon deflation, although the balloon was completely deflated. Because of this, the balloon was not able to be withdrawn into the introducer sheath during removal of the sds. The physician removed the sheath and sds as a unit with the balloon outside the sheath. The stent was not post-dilated and the procedure was considered completed with this device. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned inside a silver coil introducer sheath. There was no damage noted to the sheath. The distal end of the balloon was found exiting the sheath and was found fully deflated; however, it was not rewrapped fully around the shaft. Visual and microscopic examination of the device revealed that the shaft protruding from the end of the sheath was severely stretched for a distance of 45mm in length. The device was attached to an inflation unit and an attempt was made to inflate the balloon up to its rated burst pressure (rbp) of 12atm; however, it was not possible to inflate the balloon and therefore it was not possible to rewrap the balloon. The device was removed successfully from the sheath on the second attempt. It was noted after the sheath was removed that the shaft was severely stretched between 805mm and 917mm proximal to the tip of the device. This damage is consistent with the device meeting some form of a restriction and the device been pulled in order to remove it from the sheath. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, catheter withdrawal difficulties occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 19mm in length, de-novo target lesion was located in the non-tortuous, moderately calcified, 9mm in diameter left subclavian artery. The lesion was pre-dilated resulting in 70% residual stenosis. This 9.0x30x135 cm express vascular ld stent was selected for treatment, advanced through a non-bsc 8f 80cm long sheath, and deployed in the lesion successfully at 8atm for 20 seconds. The balloon of the stent delivery system (sds) did not rewrap around the shaft correctly upon deflation, although the balloon was completely deflated. Because of this, the balloon was not able to be withdrawn into the introducer sheath during removal of the sds. The physician removed the sheath and sds as a unit with the balloon outside the sheath. The stent was not post-dilated and the procedure was considered completed with this device. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).